Event description:
It was reported to nova biomedical that a consumer received back to back readings on 482 mg/dl, 170 mg/dl and 135 mg/dl. The consumer did not have any control solution to troubleshoot the integrity of her products. When control solution was provided, a control solution test was performed by the consumer and customer svc rep. That troubleshooting revealed that the test strips fell into the correct range. The difference in the results previously obtained were determined to be clinically significant. The consumer was asked to return the meter and test strips for eval.

Manufacturer narrative:
Test strip lot # 1020213354, expiration date: 12/2015. Control solution lot: 1030713254. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.